Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging kidney pain, lesion. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging kidney pain,lesion. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found black colored discoloration on the front panel, dust contamination on the blower box, bottom enclosure, blower, blower seal, and blower cap. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found dust contaminant on the bottom enclosure and on the flip lid latch. The manufacturer concludes the evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed evidence of dust contamination on the blower box, bottom enclosure, blower, blower seal, and blower cap.